Event description:
Reporter noted vacuum stopped working during surgery; chamber shallowing. Changed units to complete case. No injury occurred. Couldn't identify which system had been used first; wanted both checked.